Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. '

Event description:
The patient called into animas customer support on (B)(6) 2012 alleging that the keypad buttons on her pump were sticking intermittently, and wanted to know if the keypad issue could have caused or contributed to a hospitalization for low blood glucose (bg) that she experienced "several weeks ago." There were no specific dates for either the hospitalization or the keypad issue given, and there were no specifics surrounding either issue provided. Customer support attempted to follow up with the patient and was unable to obtain any additional information. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy, and it is unclear at this time if the reported keypad issue was a cause or contributor to the reported bg excursion and subsequent hospitalization.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast key is unresponsive and the up and down keys respond intermittently. The keypad is lifted nead the up key. When the keypad was removed , contamination was found under the contrast, up, ok and down key contacts. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification .